Event description:
On 2/19/96, pt underwent a right axillary lymph node dissection and right breast re-excision. During the surgery a 7mm flat drain was placed. On 2/20/96, nurses note that drain has short periods of suction and drain had to be reset every 10 minutes. Pt was instructed on how to reset drain and was discharged with drain in place. Upon removal of drain (expected within the next week) rptr will forward for evaluation and inspection.